Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported they experienced a cgm accuracy issue which occurred 7 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient had been vomiting and burping frequently; she could also "not move". The patient thought she might have had food poisoning or a virus. On (B)(6) 2024, the patient's cgm value on her tandem insulin pump was reading 124 mgdl. A friend of the patient called 911. Emergency medical services (ems) came and transported the patient to the emergency room (ER). At the ER, the patient's bg meter was 504 mg/dl. The patient was then transferred by ambulance to another medical center that could handle this type of emergency and had an intensive care unit (ICU). The patient was admitted with diabetic ketoacidosis (dka) and treated with insulin, electrolytes, potassium, and other unspecified medications. The patient also reported that she takes routine medication for her cholesterol and thyroid disease. The patient was discharged 2 days later and was in good condition at the time of follow-up. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.